Event description:
It was reported that a thrombus occurred. A watchman access system (was) double curve was selected for use during a left atrial appendage (laa) closure procedure. Just after inserting the was across the septum, via transesophageal echocardiogram (tee), a clot was visualized in the right atrium, extending to the right ventricle. At that time, patients activated clotting time (act) was greater than 240. The was was kept across the septum to prevent the clot from escaping to the left side of the heart. No clot was noted to the left side during the procedure. The clot was successfully aspirated with a syringe from a 16f sheath in the groin. An ensnare was also utilized to remove the clot from the right atrium. The case was then aborted. No other complications were reported.